Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI #: n/a.

Event description:
The user is reporting the device was unable to analyze the patient's rhythm during a patient use event. The patient outcome is unknown.